Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that electrocardiogram (ECG) waves were not showing during shock. There was no patient involvement. Remote support from the customer care solution was received and after speaking with the user, no issue could be found with the device. The reported problem could not be replicated. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.